Event description:
Related manufacturer reference number:2017865-2024-70224. Related manufacturer reference number: 2017865-2024-70225. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Device was returned for evaluation due to patient death. Analysis performed, including electrical, mechanical, and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.